Event description:
On (B)(6) 2011, the patient's mother contacted animas alleging that the pump was emitting an occlusion alarm at which time the patient's blood glucose levels were 480 and 515 mg/dl. The patient said she tested negative for ketones. When the patient's mother inspected the tubing, cartridge and infusion set, she found that the insulin was cloudy. The patient's mother stated that the patient programmed a bolus dose through the pump and delivered 12 units of cloudy insulin. The patient's mother stated she would call an hcp to ask about correction bolus doses for the patient. This complaint is being reported due to the following conclusions: the patient's reported blood glucose elevation was possibly due to using cloudy insulin with the subject insulin pump. The occlusion alarm happened at the same time as the blood glucose test therefore the occlusion did not cause the blood glucose elevation. The occlusion alarm issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 28-aug-2019 device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 with the following findings: the complaint regarding occlusions was reported on 30-nov-2011; according to the pump history, the pump was in use for deliveries until 22-apr-2012. Therefore, all black box, alarm and total daily dose (tdd) history has been overwritten. No occlusions were duplicated or recorded in the current black box data. During testing, the pump was exercised for 12 hours with occlusions. The force sensor calibration was found to be within required specification. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an occlusion issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.